Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: revision of l 4/5 lumbar disc replacement. Primary surgery date: (B)(6) 2010. Revision surgery date: (B)(6) 2015. Reason for revision: insert in motion disc pop out or moved. Surgeon commented that it is a surgical error. Surgeon is expecting a good outcome post-surgery. They removed the in motion disc and it was discarded. It was replaced with competitor product. Patient activity levels: high. Relevant patient pre-existing conditions/ comorbidities: no information. No x-rays, photos, operative reports, clinical correspondences and medical reports are available for this case. (B)(4). Msg pks for further info.